Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified knee or hip surgery, it was observed that the small battery drive device would not run up to speed and made a high pitched squeaking noise. It was reported that there was no delay to the surgical procedure and a spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not running up to speed and making a high pitched squeaking noise could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the unit did not run, had no power, failed attachment coupling, had residue and foreign substance on top of the motor and the electronic control unit had no output voltage. It was determined that these issues are consistent with failure to follow cleaning/sterilization and /or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.